Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly revising surgeon thought it was a lineage cup system done in early to mid 2000's. - we got the call on tuesday morning (01/16/2018) about a hip revision at 7:30 a.m. On ((B)(6) "201/"). - we tried getting in liners for the case from corporate but with the weather in memphis at the time, we had to call the surgeon and gave him the information that there is a 50% chance we get it in much less have them processed the trials for a 7:30 a.m. Case. Surgeon told us not to worry and cancelled us.